Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial number: (B)(4), found the battery was near normal battery depletion and the output and telemetry were okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicates that information regarding high impedances from manufacturer¿s report #3004209178-2020-01641 was already reported in this report (#3004209178-2020-01830 and #3007566237-2020-00131). Any additional information regarding this event will be submitted as a supplemental submission to these reports. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the high impedances at contact 1 was present pre-operatively. The extension was fully inserted and tested. As the high impedances at contact 0 were consistent with pre-op impedances, the healthcare provider (hcp) is aware and the patient does not use the contact for stimulation. There are no impending action scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 748240, serial/lot #: (B)(4), ubd: 13-mar-2006, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 01-may-2006, UDI#: (B)(4). Patient codes, device codes, method, result and conclusion codes pertains to the lead (lot#j0211892v) and extension (s/n (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that with impedance check pre-operatively, contact 0 in monopolar and all 0 bipolars were over 35k. Contact 0 was not used for patient therapy. It is unknown if there were any environmental/external/patient factors that may have led tor contributed to the issue. Impedance was performed before routine replacement for regular battery depletion. With the routine implantable neurostimulator (ins) replacement, impedances remained out of normal range at contact 0. Contact 0 was not used for therapy. The session report showed that impedance measured at 3.0v, monopolar 1 was 37.2k and bipolar 1,0 was 37.2k, 3,1 was x high, and 2,1 was 39.5k. The issue was not resolved at the time of this report.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3389-40, lot# j0211892v, implanted: (B)(6) 2002, product type: lead. Product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.